Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an ipg revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.